Event description:
The pt is scheduled for revision to address pain, noise, and dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4) reason for original complaint: asr revision - right. Reason(s) for revision: pain. Date of revision: (B)(6) 2011. Update: moved revision date into correct box, added additional reasons for revision from surgeon form that previously have been missed off. Marked claim as legal. Taken from (B)(6) email dated (B)(6) 2014. Reason (s) for revision : dislocations (not arising from traumatic events) noise.